Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant was removed due to peri-implantitis. Patient had implant #30 placed on (B)(6) 2009. Implant was restored on (B)(6) 2009. Patient returned on (B)(6) 2019 for pericoronitis. At that time the implant crown was removed and implant debrided and bone packed. Post op: healing within normal limits and crown replaced on (B)(6) 2019. Patient returned again on (B)(6) 2025 with bone loss. Patient did not want implant removed that day. Patient returned again on (B)(6) 2025 with extreme bone loss. The implant was easily removed. The site was bone grafted with prp.